Manufacturer narrative:
(B)(4) investigation summary: DHR was reviewed and no qn found. Pen needle product has 100% IV end length inspection by visual system, and defect part will be rejected automatically. Investigation conclusion: we will keep monitor on similar issue from filed and trending regularly. Root cause description: manufacture records were reviewed, no abnormal was found. Cannula length of IV end, cannula pull force and glue height were inspected for 7pcs retention parts, all results passed. Base on investigation above, the certain cause cannot be concluded at the moment. Rationale: the issue confirmed might was caused by incorrect setup method, no CAPA needed.

Event description:
It was reported that pen needle 31gx5mm 7 pack cannula pulls out. This was discovered before use. The following information was provided by the initial reporter: after the installation of the needle, he found that the needle pen usually grew a lot. So he thought the needle fell out and did not inject. (B)(6) 2020 clarify the event description as follows: after connected the cannula with the injection pen, patient noticed that the cannula length is much longer than usual, patient supposed that maybe cannula was loosen from the injection pen and didn¿t use it.